Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found loss of output and telemetry due to a depleted battery. The pulse generator was found to be in backup mode due to multiple flipped bits. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.